Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the patient experienced a backup battery fault alarm which resolved with a self-test. The patient has had multiple backup battery faults despite system controller exchanges in the past (refer to MFR # 2916596-2024-03812). The system controller and backup battery were exchanged again. Log files were submitted for review. The event log file captured backup battery faults starting on (B)(6) 2024 at 4:33 until 4:40. The backup battery faults appeared to be due to a failed backup battery load test.

Event description:
The patient did not experience any adverse events due to the system controller exchange. The alarms resolved with the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2024. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm, and the alarm resolved on the same day. No other notable events were observed, and the alarm did not prevent the pump from operating as intended throughout the data. The returned system controller (serial number: (B)(6) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the system controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for system controller, serial number: (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.